Event description:
Upon receipt of additional information, it was determined that the product falls under alliance partner's design control. The alliance partner is responsible for all reportability concerning this product and will determine further required actions.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g7, h1, h2, h10. Upon receipt of additional information, it was determined that the product falls under alliance partner's design control. The alliance partner is responsible for all reportability concerning this product and will determine further required actions.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Report source: foreign: event occurred in (B)(6). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during procedure after the insertion of the guide needle, the screw was fractured by fluoroscopy after screw insertion. It was reported that all fractured parts were removed.